Event description:
It was reported that the lead exhibited sensing anomaly and was fractured.

Manufacturer narrative:
The lead was returned in three pieces. Final analysis found three wires of the distal coil were fractured at 22.3 cm from the distal tip.